Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. A review of the device history record did not reveal any exception documents. The customer did not specify if this was the initial use of the device. The pigtail straightener is designed to straighten out the pigtail curve prior to loading the catheter onto a guide wire. Once the catheter is loaded, the straightener breaks away from the catheter and should be disposed of. The root cause of the reported failure is the result of user error and not a failure of the device. Evaluation: method: device history record was reviewed.

Event description:
The customer reported that during a stenting procedure the pigtail straightener was fitted a second time on the catheter and was then inserted into the patient around the iliac artery bifurcation. The customer unsuccessfully attempted to remove the straightener with a snare. The straightener was finally removed by means of an abdominal surgical procedure.